Event description:
A report was received of a pt experiencing difficulty charging the implantable pulse generator. It was discovered that the ipg had shifted inside the pocket. The pt underwent a pocket revision and is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.